Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 2000016349/19492588.

Event description:
It reported that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the old ipg and leads were replaced with a magnetic resonance imaging (MRI) capable device. The patient was doing well postoperatively. The explanted devices were not returned due to hospital policy.